Manufacturer narrative:
At this time, vyaire has not received the suspect device/component from the customer for evaluation. In the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer reported while using the vela ventilator; the device displays transducer fault alarms. The issue occurred during patient-use; the customer reported there is no patient consequence associated with the event.

Manufacturer narrative:
Results of investigation: vyaire's field service representative (fsr) went on-site to evaluate the suspect device. The fsr ran the ventilator for three hours and was unable to duplicate the reported event. The fsr calibrated the device and performed the operational verfication procedure with no issues reported. The fsr observed that the flow sensor on the ventilator was not present upon checking out.